Event description:
Pt had chemotherapy infusing after double check. About an hour into the infusion, pt noticed that the IV catheter was leaking blood and chemotherapy. Infusion paused. IV pressure cap popped off of IV catheter.